Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform prime/a33 alarm test due to cracked end cap. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced issues with the piston not stopping while priming the insulin pump. The customer's blood glucose was unknown. Nothing further reported.